Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot of specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that when advancing the balloon dilation catheter (bdc), resistance was felt and a hole was noted. Factors that may contribute to difficulty advancing the balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. In this case, it is possible that the bdc interacted with the patient¿s mildly calcified lesion or an accessory device, contributing to the resistance. Manipulation of the bdc when resistance was encountered could result in damage to the balloon, such as torn material and a leak. Because the device was not returned for analysis, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3 - device returning status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the in the left circumflex with mild calcification. The 3.5x15mm nc trek neo balloon dilatation catheter (bdc) was successfully used the first time. However, the second time the bdc was advanced back into the non-abbott 0.014 190cm guidewire, a hole in the transition was noted and bleed back was coming back through the bdc. There was resistance felt advancing back into the guide wire. Another nc trek neo balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.